Event description:
Pt received implants on 1/2/89. Pt alleges implants have bubbles on them and she is waiting for replacements. Report states pt was in a car accident and hit the steering wheel after seat busted out of brackets. She alleges having problems before accident, including bruising, aching joints, breast stinging and burning. Report also states mammogram 9/5. In addition, pt states she is currently on anti-depressant paxil and out on disability from her job. Date of event given in report is 12/26/96.